Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: no product available for review. A review of the device quality and manufacturing history records was not possible because the lot number is unknown. The root cause for the problem is most probably usage related. In similar cases like this, sheared off threads were the result of cross treating the set screw on the pedicle screw. A CAPA is not necessary. Device not returned.

Event description:
Country of complaint: (B)(6). Two screws were placed on the patient's right side, levels l4 and l5. A rod was passed over the screws and reduced using the rod reducers. The physician placed the set screws and final tightened the l5 set screw in order to then complete a distraction maneuver. He proceeded to use the distraction device, but when attempting to final tighten the l4 set screw, the torque instrument would reach around 8nm (the aim is 10nm) before slipping. The surgeon initially wanted to change the screw, but at my suggestion inserted a new set screw as an attempt at reducing the extra time required. Unfortunately the same issue occurred and he then replaced the screw. To the best of my knowledge this caused a time delay of around 15 minutes. The procedure continued successfully from this point.